Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit needs to be checked and replace parts.

Manufacturer narrative:
Updated fields - b4, d1, d4 (catalogue number, version or model, unique device identifier), d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated that customer requested to check and replace parts. Fse replaced assy, safety disk. No other information is available.